Event description:
It was reported that the tubing of a light sensitive drug set leaked. The leak was described to be coming from the part of the tubing that is inserted into the colleague pump; the flow rate was 6.5ml per hour. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). Age of patient is unknown, however it is known that the event occurred in the neonatal intensive care unit. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). A batch review will be performed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device was not received; therefore, a device analysis could not be performed. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. If additional relevant information is obtained, then a follow-up MDR will be submitted.